Event description:
Boston scientific crm received information that this left ventricular (lv) lead exhibited high out of range impedance measurements between 700 and 2000 ohms were noted post open heart valve surgery. Post surgery, lv loss of capture was also noted and pain around the pacemaker pocket area upon lv threshold testing with high outputs. The lv lead was programmed off and will remain implanted at this time. To date, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.